Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection and hypoglycemic event was reported. The patient stated they woke at 11:30pm up feeling tired and was dizzy. They noticed that the dexcom was showing a signal loss and stated his bed was blocking the line of signal during the night and when he picked up his phone to check his values the signal returned. He treated himself by eating jelly babies and his glucose levels increased within minutes. At the time of contact, the patient was in stable condition. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, upon further review of the complaint record, this would not constitute an adverse event as there was no serious deterioration in the state of health of the patient, and no medical intervention. The patient was able to successfully self-treat his mild symptoms. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was determined that the signal loss was related to the mobile application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.